Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported material separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it is related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the moderately tortuous lesion causing the reported failure to advance and subsequent material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous proximal and mid circumflex lesion. The 3.50x38mm rx xience xpedition stent delivery system failed to cross due to resistance with the anatomy and the shaft separated. The device was removed and a new unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.